Manufacturer narrative:
Upon receipt at boston scientific crm, the device communicated appropriately with the programmer, passed all manual electrical measurements, and exhibited appropriate pacing and sensing. The device passed the multi brady longevity calculator at 76% (minimum is 75%), indicating that it exhibited normal battery depletion. There was no evidence of any advisory issues. Analysis concluded the device performed normally, operating as designed.

Event description:
Boston scientific crm received information that this pacemaker was suspected of premature depletion. Over a period of six weeks, a battery life estimate of two years remaining and a magnet rate of 100ppm went to an estimate of less than six months remaining and a magnet rate of 85ppm. A technical services' (ts) longevity calculation based on the current high output settings revealed a total expected longevity of 1.5 years. However, the ts consultant was uncertain these high output settings were enough to deplete this device to eri within six weeks. This device is part of the insignia microcrystal failure mode 1 population advisory, however was not known to have exhibited any symptoms consistent with the advisory. Later the device was explanted, replaced with a new device, and returned for analysis.